Event description:
(B)(4). I have fibromyalgia, so it has always been easy for me to write each symptom off to that, but the more I have researched, I have found every indication leaning to essure issues. I now have a hysterectomy scheduled for (B)(6) 2015 to remove.